Event description:
Fibrocystic breasts, chronic bronchitis, kidney infections, upset stomach, cold, dry cough, gastritis, asthma, conjunctivitis, hard breasts, tightness in chest, dyspepsia, wheezing, hematuria, paresthesia, closed capsulotomics to crack scar tissue, arthritis symptoms in legs and back, muscle fatigue (hurts and shakes), fatigue, breast tenderness, headaches, general aching and stiffness, hair loss visible implant wrinkles, knot on right breast, can't sleep at night.